Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient decompensated and collapsed. Emergency medical services (ems) called. On arrival, the patient was not responding to commands and was noted to have positive cough, sluggish pupils with right more than left, no motor response on right and flexion noted on left extremities. Head CT scan revealed large left hemispheric acute subdural hematoma (sdh) measuring 2.5 cm diameter with 2cm shift of the midline to the right with severe effacement of bilateral lateral ventricles. Head CT scan revealed trapping of the right temporal and occipital horns with intraventricular hemorrhage. Patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the reported hemorrhagic stroke and the device could not be conclusively determined. A head CT was performed which revealed a large left subdural hematoma with mass effect and 19mm midline shift. Another CT scan revealed a large left hemispheric acute subdural hematoma measuring 2.5 cm diameter with a 2cm shift of the midline to the right. Trapping of the right temporal and occipital horns with intraventricular hemorrhage, and midline shift of 2cm with severe effacement of bilateral lateral ventricles were noted. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.